Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the unit did not function. The complaint unit was received at the service center and evaluated. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the drill mounting mechanism was found defective and the motor shaft was stuck, therefore the motor was replace. The pcb keypad was corroded and replaced. A short circuit was identified in the motor cable, probably related to a damaged found in the protective conductor resistance leading to a values out of tolerance. Finally, the locking ring was not closing properly. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as internal wear on the motor, cable and handset related to a lack of maintenance, however it cannot be conclusively affirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/27/2012 and passed all functional testing before being returned to the customer. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/27/2012 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that before a shoulder arthroscopy surgical procedure, it was observed that the micro tornado handpiece with hand controls did not function. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that there a short circuit in the motor cable on the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.